Event description:
The reporter indicated that a 12.6mmvticm5 12.6 implantable collamer lens of -8.00/1.5/84 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6)2022, the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Weight-race:unk. This product is not marketed in the us. Claim # (B)(4).